Manufacturer narrative:
Block h6: imdrf device code a150205 captures the reportable event of difficulty advancing the device through the patient's tissue. Imdrf patient code e2114 captures the reportable event of vaginal perforation.

Event description:
It was reported that during the procedure, the obturator was not properly aligned, resulting in a vaginal wall perforation during sling manipulation. The implanted mesh was immediately removed, and a new solyx sling was reinserted to complete the procedure. No further patient complications were reported following the incident.